Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported thar bd intima ii unknown adapter/connector defective/damaged while inserting an IV catheter for the patient, it was discovered that the yellow hard plastic end at the y-shaped connector of the catheter had broken off at the center. The catheter was replaced, and treatment continued. This incident did not affect the patient's treatment.